Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The customer provided an x-ray. Visual inspection of the x-ray revealed that the implant contained a fractured piece of the screw. The alleged malfunction is confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the screw portion of the abutment (ieha454) fractured. The patient has yet to be scheduled for the removal of the fractured piece from the implant.